Event description:
It was reported that the patient had recently passed away. They did not have the exact date or the cause of death. No other relevant information has been received to date.

Event description:
The physician reported that the patient's death was not related to vns therapy. No other relevant information has been received to date.